Event description:
It was reported that during a routine pacemaker changeout the insulation for this right ventricular lead was damaged. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.